Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve in mitral position is under evaluation for a possible valve in valve procedure after an implant duration of 3 years, 1 month. Reason for reintervention was not provided.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: the subject device was not returned for evaluation as it remains implanted. Per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through implant patient registry that a patient with a 25mm 7300tfx mitral valve in mitral position underwent a valve in valve procedure after an implant duration of 3 years, 1 month due to stenosis. Tmvr was completed with a 26mm 9755rsl transcatheter valve and patient was in recovery post-operative.